Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that main drawer did not open. A field service engineer found that drawer on the main unit had failed to stay closed and required maintenance. It was discovered that the magnet was missing from the inseparable. The fse replaced the inseparable, reseated all cables and wires, and examined the pyxibus cable. The device was then rebooted and verified as operable using the hardware test application, with the test completed successfully. The fse allowed the escort to access the pyxis system, and functionality was tested and confirmed to be successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 would not open and maintenance was required. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.